Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was sent to the hospital due a fracture. The neck was revised and changed for a new one. They also changed the head and the liner.